Event description:
A pump declared alarm 30 during pumping, but there was no adverse impact to the customer's blood glucose level. The customer had not previously reported related cartridge alarms with this pump. Technical support assisted the caller in loading a new cartridge using the proper technique, and the caller was able to successfully load it and resume insulin therapy. Original cartridge lot number was unavailable.